Event description:
It was initially reported that the pt was having an increase in depression over the last couple of months, along with suicidal tendencies. The pt was said to have been last seen by her treating psychiatrist in 2009. It is unclear when the last diagnostics were preformed. A search performed in the manufacturer's programming history database to perform a battery life calculation for the generator resulted in approximately 4.56 years until the elective replacement indicator flags yes. Last known diagnostics performed were in 2006, which were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.